Event description:
Medtronic received information that this bioprosthetic valve, implanted 2 years, was explanted due to stenosis secondary to thrombus formation.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were in the closed position. All commissures were intact. The right leaflet appeared stretched on the outflow, possibly associated with the host tissue adherence in the outflow of the left cusp. The right cusp was slightly stiff but flexible. Thrombotic appearing host tissue filled and stiffened the non-coronary and left cusps on the outflow. Glistening off-white pannus remained attached to the tissue and base stitching, into the left right and right non-coronary interior coaptive area extending 1 to 3 mm onto all cusps reducing the inflow orifice area. Off-white, coagulated blood stained, thrombotic appearing host tissue filled the non-coronary and left cusps. Radiography showed no evidence of mineralization in the valve or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for products released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.